Event description:
On (B)(6) 2010 the baxter field service technician serviced a colleague infusion pump, for a damaged battery alarm. There was no adverse event, patient injury or medical intervention associated with this report. During baxter's review of the event history on (B)(6) 2010, it was discovered that a battery depleted set alarm occurred during infusion which caused an interruption during delivery. There is no further complaint information available. The user interface module master software version is 5.08.92, categorized as remediated.

Manufacturer narrative:
(B)(4). The device has been evaluated onsite. The reported condition was confirmed but not duplicated. The assignable cause were depleted main batteries. The main batteries and harness were replaced. A follow-up medwatch report will be submitted if additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). A service history review revealed that this device was previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through mdq-CAPA-(B)(4).